Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use as the event occurred during morning system diagnosis (boot-up check). The philips field service engineer (fse) inspected the system onsite and confirmed that the device keeps shutting down. Upon troubleshooting, fse found the top works of the gpdu (power distribution unit) needed to be replaced. After replacement of pdu topworks, the system was returned to good working condition. The codes were updated based on the investigation outcome. The device problem code and health impact code were corrected.

Event description:
It has been reported to philips that the system suddenly shut down. The system was in clinical use; however, the procedure was already completed. There was no reported patient or user harm. Philips has started an investigation of this complaint.